Event description:
The customer reported an intermittent error message is displayed. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a transformer bracket. System operates as intended. (B) (4).